Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in colombia that during an anterior cruciate ligament reconstruction procedure on (B)(6) 2021, it was observed that the truespan 12 degree peek implant device did not come out when the trigger was activated. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary : according to the information provided, it was reported that when using the truespan meniscal repair system peek 12 degree the peek implant did not come out when the trigger was activated. The device was received and evaluated. Upon visual inspection, it could be observed that a product label is sticking on one side of the device's body, a piece of the suture is sticking between the label and the device. One of the ends of the suture is frayed. The covering sleeve was removed to verify the presence of the implants; however, they are not inside which is a sign that the device was activated. The two implants were not returned. The needle is in good condition and is not deformed. The red trigger was reviewed and tested, it performed as intended. The pusher rod that places the implants is in good shape, no structural anomalies could be found. A manufacturing record evaluation was performed for the finished device 6l43462 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection and the functional test results, this complaint cannot be confirmed. The possible root cause for this issue can be attributed to an mishandling of the device, the operator could have pulled the trigger while inserting the device into the patient's body, the needle was not maintained to the required depth or the operator did not fully squeezed the trigger. As per IFU 113244: at desired depth, squeeze the red deployment trigger while maintaining depth positioning to deliver the implant. The implant is fully deployed when you hear an audible ¿click¿. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.